Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user considered performing a factory reset after experiencing prolonged high glucose with a reported value of 296 mg/dl following meals and had previously stopped announcing meals due to perceiving aggressive dosing; the event involved user interaction with the pump and relates to user interface and technique. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure related to missed meal announcements and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.